Event description:
It was reported the patient ((B)(6)) is experiencing intermittent vibrations in her upper bilateral legs. The reported sensations occurred once the stimulation had been turned off. As recommended, the patient ceased utilization of her scs system for several weeks which appeared to have resolved the issue. The patient resumed therapy following the hiatus and the alleged issue returned. Surgical intervention was undertaken to address this issue. Intraoperative testing found no issue with respect to lead impedance, and the procedure was completed with replacement of the patient's ipg. Following post-operative review, the patient reportedly continues to experience the vibrations despite the fact the ipg is not in use.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.